Event description:
Patient reported obtaining elevated blood glucose readings (200 - 400 mg/dl), while using the suspect device. Based on the elevated results, patient sought treatment at a clinic, where his blood glucose reportedly measured 117 mg/dl. Two hours earlier, patient tested his blood glucose with the suspect device and obtained a result of 270 mg/dl. No treatment was received and no patient injury was reported. Quality control testing has not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.